Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannulas with 4 infusion sets. Patient notice symptoms within 3 hours of insertion. The site of insertion was abdomen and rotated site regularly. Patient's blood glucose level was 452 mg/dl. Patient took a correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).